Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a very hard fall and landed on their battery and as a result, was experiencing ineffective therapy. Upon further investigation, the patient's system diagnostics recorded high impedances on the left lead. An x-ray also was performed and confirmed the patient's leads had migrated from t7 to t12. Surgical intervention may take place at a future date to address the issue.